Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the secretions got stuck in inner cannula. Patient was ventilated with heated humidity, lots of secretions, inner cannula changed every 8 hrs. Secretions visible at the patient wye. Changing of inner cannula was very difficult to remove and required several attempts. Inner cannula was removed and replaced.